Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained to the clinic that the sound with the device on the right side is not as clear as on the contralateral side since the audio processor was upgraded 12 months ago. The hearing threshold on the right ear is worse than the left. A trial with a conventional hearing aid was suggested on the concerned side and revision surgery is being considered.

Manufacturer narrative:
According to the received information from the field, the recipients sound perception is reportedly not clear. The conductive link was seen through the tympanic membrane and it is assumed that the floating mass transducer migrated from its intented position. However, no further information has been received, despite requested. This is a final report.

Event description:
The recipient complained to the clinic that the sound with the device on the right side was not as clear as on the contralateral side since the audio processor was upgraded 12 months prior. The hearing threshold on the right ear was worse than the left. A trial with a conventional hearing aid was suggested on the concerned side and revision surgery had been considered. Despite being requested no additional information has been received.